Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra meter read inaccurately high and erratic. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began about a week prior to contacting lfs. The patient reported obtaining blood glucose results of "135, 166, 144 and 156 mg/dl" and "96, 135, 124 and 119 mg/dl" with the subject meter, performed greater than 20 minutes of each other. The patient manages his diabetes with ½ glipizide pills (2x daily). Due to the alleged results, the patient reportedly increased his usual dose to at least 1 glipizide pill (2x daily). A few hours after the start of the alleged issue, the patient claims he felt symptoms of dizziness and had "fainting spells." Treatment was not specified. The patient denied testing on another device. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.